Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had exhibited noise, oversensing, and had spikes in pacing impedance. The lead was suspected to be fractured.  The lead had also triggered lead integrity alert (lia) for high rate non-sustained and variation in pacing impedance. The lead had exhibited out of range (oor) high superior vena cava (svc) defibrillation impedance. Detections and therapy were programmed off, and the patient issued a lifevest. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD - implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had exhibited noise, oversensing , and had a spoke in pacing impedance. The lead was suspected to be fractured.  The lead had also triggered lead integrity alert (lia) for high rate non-sustained and variation in pacing impedance. The lead had also exhibited out of range (oor) high superior vena cava (svc) defibrillation impedance. The detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a few months later, the patient presented with a fever. The rv lead exhibited high out of range pacing impedance, high thresholds and high sensing integrity counter (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e4 email. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a high voltage fracture of the rv lead was confirmed.